Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen does not respond; cannot make setting changes and cannot turn off. The device was removed from the patient and the patient was placed on a different device. The customer reported there was patient involvement but no patient harm.

Manufacturer narrative:
Date information available: 3/06/2017. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The touch screen assembly was tested and no failures were identified.